Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was pumping 2.5cc. The registered nurse (rn) was asked by the clinical support specialist (css) to turn the connector over and still "pumping 2.5cc." The rn had also traded out the pump. The css asked if the rn had a spare iab and he said yes, but they also had a spare connector. When the connector was replaced the screen read 40cc and was pumping with good pressures. The rn estimated that the time frame from insertion to now was about 10 minutes.